Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to managed ventricular pacing (mvp). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate drop response is responding at a higher rate than is programmed in the device. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.